Event description:
Nurse tested on herself and allegedly received the following results, with two different roche meters, within 10 minutes: 96 mg/dl (inform meter (B)(4)) and hi (greater than 600 mg/dl) (inform meter (B)(4)) no actions taken based on device results. Meter (B)(4) had been used previously on two patients, and no adverse event was reported for them. No adverse event reported for the nurse. Requested return of suspect device and replacement was sent.

Event description:
It was reported that revision surgery was performed due to periprosthetic insufficiency and fracture.

Manufacturer narrative:
This medwatch report is for inform system 1 (s/n (B)(4), strip lot 551249, expiration 06/30/2011). Reference medwatch report with (B)(4) for inform system 2.